Event description:
A report was received from the user facility in the USA stating: "three trocars had burrs on the tips causing them to be too dull to allow for insertion through the sclera. Another set of trocars was used to complete the surgery. There was no pt impact or injury related to this event."

Manufacturer narrative:
Two trocar handles were received without the original packaging. The needle tips were found to be physically damaged. Although the cause of the damage cannot be confirmed, user damage during cap removal is suspected. The sterilization and lot history records for this device were reviewed and found to be acceptable. The root cause of this event is unk.